Event description:
It was reported that customer experienced issue related to settings and had blood glucose reading displayed as ¿Low¿ (specific value not provided) while trying to update settings. Customer consumed carbohydrates to address low blood glucose and did not require emergency assistance or become incapacitated, and Technical Support assisted with updating basal rate settings as desired and advised customer to follow up with healthcare provider regarding any setting changes.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.